Manufacturer narrative:
Main investigation conclusion thrombus was confirmed during the evaluation of heartmate ii lvas, serial number (B)(6). The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing. A mid-section of the driveline was also returned with the pump that was approximately 10 inches long. The apical sewing ring was returned on the inlet extension with a green suture present. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (graft, bend relief, and outflow graft attachment) was returned attached to the pump¿s outlet port. Upon disassembly of the returned pump, examination of the blood tube rotor inlet revealed a denatured thrombus ring adhered to the inlet bearing ball. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. A thrombus formation was also present on the body of the rotor, in between two of the rotor blades. Areas of the formation were hard and denatured, indicating that it was present while the pump was operating. Origins of the thrombus formation could not be determined. The thrombus formations found in the pump could have potentially contributed to the reported elevated ldh. The formations would have also created additional resistance on the spinning rotor, contributing to the reported power elevations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The heartmate ii lvas IFU, rev. C, and the heartmate ii patient handbook, document, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis and renal dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Pump speed, power, flow, and pi are addressed in section 1, ¿introduction¿, of this IFU. This section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 1 "introduction" of the IFU provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook, rev. C : section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13mar2019 . No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency room (ER) with chest pain and elevated troponin on (B)(6) 2021 and was admitted. Since the patient had decompensated requiring vasopressors and continuous veno-venous hemofiltration (cvvh) due to acute kidney injury (aki). The patient's lab results found their lactate dehydrogenase (ldh) level was at 502, international normalized ratio (inr) was at 3.24, and creatinine was at 2.7. The patient was hypervolemic on examination. A review of the log files revealed a low flow event on (B)(6) 2021. There were no other unusual events recorded in the log file event history. Additional information revealed that the patient had signs of hemolysis and power spikes. They were admitted, worked up, and found to have pump thrombosis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to the emergency room (ER) with chest pain and elevated troponin on (B)(6) 2021 and was admitted. Since the patient had decompensated requiring vasopressors and continuous veno-venous hemofiltration (cvvh) due to acute kidney injury (aki). The patient's lab results included lactate dehydrogenase (ldh) level was at 502 u/l, international normalized ratio (inr) was at 3.24, and creatinine was at 2.7. The patient was hypervolemic on examination. A review of the log files revealed a low flow event on (B)(6) 2021. There were no other unusual events recorded in the log file event history. The patient was having signs of hemolysis and power spikes. The patient was exchanged on (B)(6) 2021 for pump thrombosis.